Event description:
On august 9, 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter had an er2 message. The complaint was classified based on the customer service representative's (csr) documentation. The patient normally tests his blood glucose three times a day and manages his diabetes with insulin (usually requiring no dose adjustments). The patient claimed that he felt weak sometime in the morning on the end of the previous month, and reportedly attempted to test his blood glucose on the subject meter but it allegedly had an er2 message. At around 11 am, the patient mentioned visiting his doctor and was reportedly given oral glucose because he claimed that his blood glucose on the doctor's meter was "60 mg/dl". This was not a new out of box product. The condition of the test strips was good and the testing technique was correct; however, the issue was still unresolved with troubleshooting when a retest was performed. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the patient was reportedly treated at the hcp's clinic for hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.